Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor fractured; distal segment returned and analyzed.

Event description:
It was reported that the patient felt "tingling" in his left chest. The device was interrogated and showed evidence of intermittent diaphragmatic stimulation from the right ventricular lead. It was further reported that there was sensing difficulty and t-wave oversensing (twos). It was further reported that the patient was found to be in supraventricular tachycardia, that the device fired, and that the lead was not working correctly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.